Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during initial inflation at 7 atmospheres for about 2 seconds, the balloon's tip ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.